Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-21. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit without packaging. The unit consists of the q-syte only and has thick traces of dried media present. In addition, two photographs were submitted which display similarities to that of the returned unit. Through the visual evaluation, there were no anomalies or damage to the external areas of the q-syte at to the top or bottom body or top disk. Damage was not observed to the column wall. The slit at the top disk is centered in the correct position with a small tear at each end of the slit. A leak test was performed in both the actuated and unactuated positions. Leakage was not observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore after use. The following information was provided by the initial reporter, translated from chinese to english: "blood oozing at the joint."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [0027180] was not found for the reported catalog # [385102]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood oozing at the joint".